Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and had dislodged into the superior vena cava (svc) which caused right phrenic nerve stimulation. The lead was turned off until the physician decides on the next action. No further patient complications have been reported as a result of this event.